Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation on her neck and shoulders and under the front therapy electrode. The irritation was itchy, and bumpy but was not red nor open. The patient reported that she had a history of sensitive skin. The patient's physician advised the patient to use a cream on the irritation. Follow-up indicated that the irritation had improved.